Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to adjust the usb cable position in order to charge the pump battery. There was no reported adverse impact to the customer. The customer declined contact from tandem technical support, therefore no additional information could be obtained.